Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the nurse regarding the system error 2240 alarm, and the nurse stated that the patient was doing fine and continuing therapy. The nurse stated the patient did not have any injury or harm as a result of this incident and no sample was available for evaluation. The reported problem was confirmed. The cause was determined to be the result of a use error; the patient disconnected during drain. A label review was performed and found the labeling adequate for the use error in this complaint. The batch review was not performed because, the lot number was unknown. Baxter conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during drain 2 of 4. The hp stated she disconnect during drain. There was no patient injury or medical intervention reported.